Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: (B)(6)2020. Corrected h4 device manufacture date: (B)(6)2021.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d1 brand name, d2a product code and d2b common device name fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 5th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 5th october, 2022 getinge became aware of an issue with one of our equipments - eqt. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: powerled ii. Corrected d1 brand name: eqt. Previous d2a product code: ftd. Corrected d2a product code: fxr. Previous d2b common device name: lamp, surgical. Corrected d2b common device name: holder, camera, surgical.

Event description:
On 5th october, 2022, getinge became aware of an issue with one of our equipments - eqt. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our equipments. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. According to the information provided by the customer, the issue was a result of collision during equipment cleaning. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, detached cover was not damaged so it was possible to reinstall it. The device was verified and returned back to customer for use. It was established that when the event occurred, the device did not meet its specification due to detachment of spring arm¿s cover, which contributed to the event. The device was not being used for a patient¿s treatment upon the event occurrence. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert the root cause is clearly established in the complaint communication field: "the damage was caused by personnel inside the or by hitting it with another piece of equipment", therefore, it is a user error. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our equipments - eqt. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our equipments. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. According to the information provided by the customer, the issue was a result of collision. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our equipments. As it was stated, spring arm's cover fell off from dual arm sehorfs 14/16. According to the information provided by the customer, the issue was a result of collision. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.